Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed there was a break in the inner conductor coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break likely contributed to the reported high pacing thresholds observed during the implant procedure.

Event description:
It was reported that during the implant procedure, the pacing thresholds on this lead were higher than expected. The lead was not implanted and a new lead of the same model was used to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for laboratory analysis.